Manufacturer narrative:
Corrected data b1, corrected data: corrected data b1-product problem.

Manufacturer narrative:
Corrected data: b5, d4 updated, reporter provided information on lot number 408405; however this lot number is not found in the smiths medical database.

Event description:
Information was received indicating that during use of the cadd administration set, leaking at the filter was observed.

Event description:
Information was received indicating that the smiths medical, cadd administration set, was leaking at the filter during three separate occasions while infusing chemotherapy. No additional information is available at this time.